Event description:
It was reported that a (B)(6) year-old white female patient underwent unspecified breast surgery with 325cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d2a for common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled" - field d2b for procode has been updated to "ftr" - field d4 for catalog number has been updated to "3507225bc" - lot number "262321"has been added to field d4 - field d4 for serial number stays as reported before (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4). - field g4 for PMA/ 510(k) has been updated to "p030053" a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 10, 2023, mentor became aware that deflation was mistakenly reported instead of rupture since these were gel devices (already reported under last submission follow up 2 report). Reason for device explant and/or reoperation: left rupture. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), deflation was reported instead of rupture since these were gel devices (already reported under last submission follow up 2 report).

Manufacturer narrative:
On may 2, 2022, mentor became aware that the date of surgery is june 24, 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).